Event description:
On (B)(6)-2010 (B)(4) field service engineer (fse) was at the facility to take care of another issue. During the visit the (B)(4) fse discovered that someone created a #2 program for scopes that were being left overnight in the basin. This cycle did not have a 3rd rinse cycle (w/cidex opa) or an alcohol purge. The (B)(4) fse informed the head nurse of his findings and then corrected program #2 to the correct program. No patient injuries reported as of (B)(6)-2010.